Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose readings in december. Her blood glucose at the time of incident exceeded 1,000 mg/dl. She refused to provide further information. No products were returned for analysis.